Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event was not reported. The action taken with dianeal therapies was not reported. No additional information is available.